Manufacturer narrative:
Replaced the oxygen quick disconnect port (lpo) and confirmed that the leak was eliminated. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: biop-med stated that the hamilton medical clinical specialist encountered a lpo port leak during clinical training and requested that the ventilator be repaired. No patient involvement.